Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device evaluation was completed on 3-oct-2021. It was reported that a 79-year-old male patient underwent an atrial flutter right (r-afl) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During a right atrial flutter case, a pericardial effusion was noticed. It was discovered after a steam pop occurred near the tricuspid annulus and a minute after the patient's blood pressure dropped to 50. It was confirmed on the left and right ventricles by eco. The medical intervention provided was a pericardiocentesis and about 200 cc of fluid was removed and given back to the patient. The drain was left in place which required an extended hospital stay. The right atrial flutter case was completed. The physician stated that there was no bidirectional block. The patient was reported to be in stable condition and fully recovered with no residual effects. Device evaluation details: the product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and an evaluation of all features of the catheter. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the thermocool® smart touch® sf bi-directional navigation catheter. The magnetic, temperature and force features were tested, and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation (mre) was performed for the finished device 30589215l number, and no internal actions related to the reported complaint condition were identified. Based on the mre, d4. Lot, d4. Expiration date, and h4. Device manufacture date have been updated. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. No malfunction was observed during the product analysis. The instruction for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. . Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old male patient underwent an atrial flutter right (r-afl) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During a right atrial flutter case, a pericardial effusion was noticed. It was discovered after a steam pop occurred near the tricuspid annulus and a minute after the patient's blood pressure dropped to 50. It was confirmed on the left and right ventricles by eco. The medical intervention provided was a pericardiocentesis and about 200 cc of fluid was removed and given back to the patient. The drain was left in place which required an extended hospital stay. The right atrial flutter case was completed. The physician stated that there was no bidirectional block. The patient was reported to be in stable condition and fully recovered with no residual effects. The physician¿s opinion on the cause of this adverse event is that it is procedure related. A transseptal puncture was not performed. The flow setting was set to the default sf settings. Ablation was at 40w, with the following settings. Low flow ¿ 2ml/min, pre-rf time ¿ 2 sec, post-rf time ¿ 5 sec & high flow ¿ 15ml/min. The correct catheter settings were selected on the generator. The pump was switching from low to high flow during ablation. No error messages were observed. The smartablate turned off from an impedance spike as a result of a steam pop. Force visualization features were: dashboard, vector & visitag with the visitag module parameters for stability at: 3mm range, 3 sec time, 3g over 25%. No additional filter used with the visitag and color options used prospectively: other, impedance.